Event description:
A caller reported an issue with a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the pump did not display the cgm error code again. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.